Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. Information was reported that a patient has had an increase in pain and a loss of stimulation following the patient falling. The rep had checked the patient's impedances and attempted programming today, but the issue was not resolved. The patient has a surgery planned for (B)(6) 2018. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the loss of stimulation was that the leads had shifted, which was likely due to the fall. All impedances were above 10000. The patient was reprogrammed, and then a lead revision took place on (B)(6) 2018. Following the revision, the patient was getting good therapy. No further complications were reported.